Event description:
Pt's test strips were difficult to insert into the meter. Pt explained that only some of the test strips had this issue. No adverse event or serious injury occurred. The test strips were damaged. No medical care was received from a health care professional. Pt asked for compensation for the damaged strips. The customer service representative discussed discontinuance of the product.